Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device was received with stuck motor error alarm loop during bolus delivery due to motor encoder signal out of phase. Unable to perform the occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the insulin pump will be replaced. The insulin pump will be returned for analysis.